Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was not confirmed. No related problem found. During device functioning showed the unit was able to keep the pressure and work as intended.

Event description:
Continuous wave 3 - service check - not keeping pressure.